Event description:
Customer alleged that the bolt that goes through the arm rest has sheared off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model crf, (B)(4) is approximately 6 months old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The user allegedly fell out of the chair in a forward motion when the arm rest bolt sheared off. It is unknown if the user was wearing his seat positioning strap. Page 6 of the owner's manual states a warning - "always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare top end strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, seat positioning strap must be replaced immediately".